Manufacturer narrative:
As the lot number for the devices was not provided, a manufacturing review could not be performed. For 5 of the 6 reported information, the devices were returned to bd and evaluated. Of the 5 evaluations, 5 included photo reviews and 5 were identified for break. The 6th sample was not returned to the manufacturer for inspection/evaluation or was a photo provided. Therefore, the investigation of the reported event is inconclusive for the 6th device. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes 6 malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced break. This information was received from various sources. Of the 6 breaks, 6 involved patients with no patient consequences. There were 2 out of 6 patients who ranged from 51 to 56 years of age. Of the reported patients, one was male and two were female. All other patient information was not provided.

Manufacturer narrative:
H10: of the 6 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 3006260740-2020-01867. H10: out of the five reported malfunctions, the lot number was not provided for any of the devices, thereby a lot history records review could not be performed on any of the alleged malfunctions. For 4 of the 5 reported malfunctions the devices were returned and photos were provided for investigation/evaluation. The results remain inconclusive for the one malfunction for which the device was not returned. The remaining 4 malfunctions were confirmed for catheter break and fracture. A definitive root cause for all events was unknown. The devices are labeled for single use. H10: g4 h11: b5, g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 5 malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced break. This information was received from various sources. Of the 5 malfunctions, 5 involved patients with no patient consequences. There were (B)(4) out of (B)(4) patients who ranged from 51 to 56 years of age. Of the reported patients, one was male and two were female. All other patient information was not provided.